Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I have spoken to the hospital today and they cannot find the suture. It looks to have been disposed of, so will no longer be able to be sent off for testing.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/13/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: the suture still hasn¿t been found. The woman who had the suture stored securely is on annual leave, she is not back until next week. Next week, I am on annual leave. So, if the suture is found, it won't be sent off until w/c (B)(6), if they can locate it. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture snapped. There were no patient consequences reported. Additional information was requested.